Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with over 100 units of insulin. Reportedly, the cartridge was changed to address the issue. Subsequently, a cartridge change error occurred during the load sequence. Reportedly, the customer performed a cartridge change, resolving the issue. There was no impact to customer¿s blood glucose.